Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20103145. One of the clerks brought me damaged tubing. The nurse told the clerk that the piece on the left "fell out" of the piece on the right.

Manufacturer narrative:
Investigation summary: customer reported the tubing fell apart, and then returned the affected sample. The sample was clearly separated at the outlet of the second smart site, and the complaint is verified. No other failure modes were observed. A device history record review for model 2426-0500 ,lot number 20103145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under the microscope determined the root cause to be insufficient solvent.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20103145. One of the clerks brought me damaged tubing. The nurse told the clerk that the piece on the left "fell out" of the piece on the right.